Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported gums are opened in back of bottom teeth and are bleeding. Patient indicated to be true to bleeding, infection, inflammation, gingivitis, sensitivity, discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.